Manufacturer narrative:
In response to medtronic¿s request for device return, the device was returned to the manufacturer for evaluation and repair (detailed as follows): analysis found a shorted cable, so the cordset was replaced as a result. The device was tested and passed all manufacturing specifications.

Event description:
It was reported that while using a refurbished ipc foot control intraoperatively, ¿the handpiece was spinning without the footswitch being pressed...they changed to a different footswitch and the issue was resolved." There was no patient impact or injury reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
(B)(4): the device was returned, evaluation is anticipated but not yet begun. Unintended energization. (B)(4).